Event description:
It was reported the devices were unable to be mated prior to use. It was reported the site did not use the assembly tool. No further information is available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection if the returned product identified the bearing did not snap into the tray all the way. The loc ring is not in the correct position and a gap is identified between the two parts. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. A possible contributing condition is the surgeon not using the recommended assembly tool. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
(B)(4). Report source: event occurred in (B)(6). Multiple mdrs were filed for this event. Please see associated: 0001825034 - 2019 - 04700. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the devices were unable to be mated prior to use. No further information is available at the time of this reporting.